Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received 1 pcs of used filter which connected with connector. The received connector was locked. Visual inspection of connector. Any abnormality was not found. Functional test. Catheter tensile strength test: unused catheter was connected with catheter connector and determined the strength. Result: 9.6 n (spec>5.5n). The tensile strength of catheter + catheter connector were met specification. Other tests. When the unused catheter was connected to the received sample of the connector, catheter was able to be inserted without resistance. End of catheter was able to be inserted up to marking area into catheter connector and could lock tightly. Result: catheter was able to be inserted into catheter connector. Compared with used one, there is no difference in the insertion point. Justification. This complaint is not confirmed. Notes: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4).

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in japan: catheter detached